Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter ac - t diff analyzer for a single pt sample. Hgb: initial hgb result was 6.9g/dl. The result was reported out of the lab and the pt was admitted to the hospital, redrawn and a higher result (8.6g/dl) was obtained. The hospital result is considered correct. The customer then re-tested the original sample for hgb with result correlating to the hospital's result (8.5g/dl). Plt: upon data review, it was noted that initial plt result was low as well, 143x10^3 cells/ul. The hospital's result was 173x10^3 cells/ul. Customer retested the sample and repeated plt result was 200x10^3 cells/ul. Per conversation with the customer, based on the hospital's result, the pt did receive a blood transfusion.

Manufacturer narrative:
The specimen was drawn in a 125ul saft-t-fill finger stick capillary collection device. Qc is run once daily. Qc was run before the event and was within range. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and did not find any instrument problems. The fse reviewed sample collection and minimum fill volume requirements for the finger stick capillary collection devices. The fse replaced the drain solenoid valve as a precaution and the instrument was verified and validated per established procedures. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).